Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen display has become unresponsive and no longer illuminates. Customer's blood glucose level was not impacted. In addition, the customer stated that they do not feel as though the pump is reliable. It was indicated that the customer has a back up pump for continued insulin therapy.